Event description:
Patient implanted bilaterally with both primary and secondary implants. Child has lost three out of four implants. Patient currently using secondary implant on left side and also using a softband with sound processor on right side.